Manufacturer narrative:
A ge healthcare service representative provided remote troubleshooting assistance to the hospital. The unit is serviced by hospital biomed personnel who is responsible for repair of the unit. To date, the unit has not been repaired. No report of patient involvement. A ge healthcare service representative provided remote troubleshooting assistance to the hospital. The unit is serviced by hospital biomed personnel who is responsible for repair of the unit. To date, the unit has not been repaired.

Event description:
The hospital reported the unit had a system failure, affecting mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The high powered display central processing unit and compact flash card were replaced.